Manufacturer narrative:
Please find below the conclusions: - the visual inspection revealed that the wire of the feedthrough was found bent. - the retention force test of the atrial insert block has been performed and was found non-conform. An analysis at the supplier¿s level is currently ongoing.

Event description:
Reportedly, once the screwdriver has been inserted to screw the atrial lead, the connection block has been detached. Therefore, the device has not been implanted and another one has been used without any issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, once the screwdriver has been inserted to screw the atrial lead, the connection block has been detached. Therefore, the device has not been implanted and another one has been used without any issue.